Manufacturer narrative:
(B) (4). The product was returned for evaluation. Visual examination confirmed the end is broken off. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the revision nut driver fractured while in use on the patient. The driver did not break until the surgeon put the instrument down. Although the instrument was used in surgery, no patient complications were reported.